Event description:
It was reported that the patient was being ventilated in the nasal CPAP (continuous positive airway pressure) mode of ventilation with high leakage. It was further stated that although the niv (non invasive ventilation) disconnection function was set to disabled in the startup configuration which implies that the ventilator will continue to deliver assist even when leakage is excessive, the ventilator stopped to deliver flow for a few seconds. The patient desaturated but the desaturation level and the final patient are unknown. Manufacturer reference: (B)(4).

Manufacturer narrative:
In all niv modes including nasal CPAP, there is an automatic detection of patient connection and disconnection the niv disconnection functionality. This ensures that ventilation starts in a comfortable manner when the patient interface is applied to the patient's face. It ensures that ventilation stops when the interface is removed, avoiding high air flows and alarms. It is also possible to disable the niv disconnection functionality, which means that the ventilator will continue to deliver assist even when the interface is removed (excessive leakage), which may result in high air flows and alarms. The device logs together with a photo of the ventilator display from the time of the event were received for evaluation. The received photo is from (B)(6) at 14:21 and it shows the CPAP curve on the display. The CPAP curve shows that the CPAP level was about 6 cmh2o during a period and then decreased to 0 (zero) cmh2o during a period. Evaluation of the received device event log for the date of event shows that ventilation was in nasal CPAP. The CPAP level was set to 6 cmh2o and the lower CPAP alarm limit was set to 3 cmh2o. From 13:47, frequent alarms for check tubing and CPAP low were generated. The ventilation mode was changed a few times but alarms for check tubing, CPAP low and also leakage too high, were still generated. The ventilation mode was set back to nasal CPAP during the rest of the ventilation until the ventilator was set to standby at 14:32. Alarms were frequently generated during the rest of the ventilation period. The generated alarms indicate a leakage situation which also was reported. A pre-use check was successfully performed before and after the event. The check tubing alarm is generated if following conditions are continuously true for 10 seconds during ventilation; measured inspiratory or expiratory pressure is below 0.5 cmh2o or the measured inspiratory and expiratory pressure differ more than 5 cmh2o. The condition causing the alarm may indicate problem in the tubings (leak or blockage) or broken pressure transducer. CPAP low alarm is generated when the user set alarm limit is exceeded. Leakage too high is generated when the maximum leakage compensation level (20 l/min) is exceeded. When the check tubing alarm is activated, ventilation is paused and the safety valve is opened during at least 5 seconds for safety reasons (the alarm may indicate a blocked expiratory circuit outlet or broken pressure transducers. In this event it was triggered by the leakage situation). This means that during the time the safety valve is open, no flow is delivered. This is also what is shown on the received photo of the ventilator screen from (B)(6) at 14:21. Our conclusion is that there was no ventilator malfunction at the time of the event. The interruption in flow delivery was a consequence of the high leakage situation that lead to the triggering of the check tubing alarms and opening of the safety valve. The interruption in flow delivery was not related to the niv disconnect functionality. The ventilator functioned according to design.

Event description:
Manufacturers reference #: (B)(4).